Manufacturer narrative:
Siemens has completed an investigation of the reported event. No hardware or software problem was found which would explain the reported 2nd degree burn on the patient's right forearm. Our experts analyzed the images generated during the patients' examination. The complete examination of the patient's t-spine, l-spine, c-spine and pelvis lasted 137.2 min with an active scanning time of 101.6 min. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 76% of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 132.2 wmin/kg which is below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The system was checked by the cse and found to be in specification. The patient was adipose (bmi 44 kg/m²). Even with the 70 cm bore, the mr system it was very tight inside the bore and the patient's right forearm was in a too small distance to the bore wall despite using cushions. The 2nd degree burn on the patient's right forearm was most likely a consequence of the obesity of the patient and the tightness within the bore in combination with a) patient narcotized, b) extremely long examination and c) extremely high value of applied energy dose. The direct contact of the tissue with the bore wall can result in high-frequency current loops which are capable of causing local burns. To prevent these possible burns a warning notice is implemented in the magnetom family operator manual - mr system syngo mr e11 page 20, which contains the necessary preventive measures. It is recommended that direct skin contact be avoided by using at least a 5 mm thick cushion between the skin and the bore wall.

Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a sedated patient suffered an adverse event following examination on the magnetom skyra system. Following a pelvis and lumbar spine study, the patient presented with an oval area of redness, approximately 4 inches long and 2 inches wide, to the right forearm. Cushions were placed between the patients arms and the magnet bore during examination. The patient was held overnight in the hospital for observation. The next day, the patient developed a blister in the second degree. It is not known what medical treatment was administered at this time. Additionally, we are unaware of any further impact to the state of health of the patient involved.